Manufacturer narrative:
The device was not returned for evaluation. Root cause is likely use error in that the patient delivered more bolus dosing than required due to her not being able to hear the clicks provided when bolusing. Additionally, the prescription for a vgo 30 may have provided more insulin than was needed as it was changed to a vgo 20.

Event description:
Niece of type 2 diabetic on vgo since (B)(6) 2018 reported that the patient was getting low blood sugar levels on the v-go 30. She had a 67 at night on (B)(6) 2018. On another occasion she went down to a 33 and passed out. Patient was light headed prior to passing out, ems was called and provided treatment for the hypoglycemia. Pre-vgo the patient blood glucose was usually in the 150 range using lantus and novolog. Patient was unable to obtain lantus with her insurance coverage so the hcp started the patient on the vgo 30. The patient stated that the day she had the blood glucose of 33 she administered her prescribed two bolus clicks with her food, but did not hear the usual click sound when bolusing, so she kept clicking until she heard the click. Patient states she does not know how many times she clicked the vgo device prior to getting into the chair at the beauty shop and then passing out. The patient states the paramedics gave her glucose by IV and then she came to. Patient declined to go to the hospital as she recovered and did not feel she needed additional treatment at the hospital. The vgo device in this report was disposed of. Patient was also changed from a vgo 30 to a vgo 20 as an additional precaution. The patient reports she is fine but a little higher on the vgo 20. The patient was unable to recall her exact blood glucose values, as her log book was not near her, at the time. She was changed to humulin r for use in the vgo due to cost of the novolog. Humulin r is not approved for use with the vgo however the hcp may prescribe off-label.